Event description:
Patient complained of pain. The surgeon revised the right hip and removed the head. The stem remained implanted. A new head and sleeve were implanted.

Event description:
Patient complained of pain. The surgeon revised the right hip and removed the head. The stem remained implanted. A new head and sleeve were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.